Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The distributor reported on behalf of the customer that the device, 410-2000 cga, surefit ground pad with 10ft cable, 100/case was being used on an unknown date and " we have been having problems with the conmed bovie grounding pads that we are getting in our packs. They are not sticking well to most patients and causing issues mid case¿. There was no impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. Further assessment found that no other information was known. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is inconclusive. The reported failure could not be replicated. Received one 410-2000 in opened original packaging. Lot number not verified. Performed a visual inspection, the device was returned stuck together. The evaluation cannot confirm the complaint due to being unable to test the device after being exposed to the air for an extended period of time. A two-year lot history review cannot be conducted as no lot number was provided. A device history record review cannot not be conducted as no lot number was provided. A two-year review of complaint history revealed there has been a total of 44 reports, regarding 481 devices, for this device family and failure mode. During this same time frame 10,258,860 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: 1. Select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply where fluid might pool. 2. Always use the largest size pad per patient weight guidelines which can be properly applied to the site: adult products are for use on patients weighing more than 15 kg. Pediatric pads are for use on patients weighing between 5 and 15 kg. 3. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excessive hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry. 4. Do not open package until ready to apply to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, 410-2000 cga, surefit ground pad with 10ft cabel, 100/case was being used on an unknown date and " we have been having problems with the conmed bovie grounding pads that we are getting in our packs. They are not sticking well to most patients and causing issues mid case¿. There was no impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. Further assessment found that no other information was known. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.